Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact noted. Pump passed displacement test , idle current, run current, self-test and off no power test. No alarm error during testing.

Event description:
The customer's mother reported via phone call that they getting a lot of battery out limit alarms. Customer¿s blood glucose level was 100 mg/dl. Customer reported they were able to clear the alarm. The insulin pump will be returned for analysis.